Manufacturer narrative:
Consumer reported pain, bleeding, mobility , consumer also reported inadequate bone quality / quantity, as well as an infection.

Event description:
Consumer reported pain, bleeding, mobility , consumer also reported inadequate bone quality / quantity, as well as an infection.